Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor. She sought medical attention a few days later for removal of the earring. She was prescribed antibiotics.